Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the clinic after receiving an alert. Upon review, non-sustained rv oversensing was observed on the ventricular channel. The patient was asymptomatic. Programming changes were made and isometrics performed; no more noise was observed. The patient is in stable condition and will continue to be monitored.